Manufacturer narrative:
The device was removed from the patient and sent directly to a third party lab for evaluation which is still in progress, no radiographs or images provided so the complaint could not be confirmed. No bone quality report provided. The patients post operative physical activity or if a fall was experienced is unknown. The index procedure and how long the device has been in the patient is unknown. Review of the reported event identified stenosis at c5/6 and and adjacent level c6/7 was identified and may be the result of continued pathology, implant selection and placement, patient selection and or excessive post operative physical activity. No additional investigation can be completed at this time, should test result provide additional insight an additional report will be filed. Labeling review: "indications simplify® cervical artificial disc is indicated for use in skeletally mature patients for reconstruction of the disc at one or two contiguous levels from c3-c7 following discectomy for intractable radiculopathy (arm pain and/or a neurological deficit) with or without neck pain, or myelopathy due to abnormality localized to the disc space and manifested by at least one of the following conditions confirmed by radiographic imaging (e.g., x-rays, computed tomography (CT), magnetic resonance imaging (MRI)): herniated nucleus pulposus, spondylosis (defined by the presence of osteophytes), and/or visible loss of disc height as compared to adjacent levels. Patients receiving simplify® cervical artificial disc should have failed at least six weeks of non-operative treatment or demonstrated progressive signs or symptoms despite non-operative treatment prior to implantation. Simplify® cervical artificial disc is implanted via an open anterior approach." "Contraindications simplify® cervical artificial disc should not be implanted in patients with the following conditions...osteoporosis or osteopenia defined as dexa bone mineral density t-score less than -1.5. Known allergy to the implant materials (peek, ceramic, titanium). Severe facet disease or facet degeneration. Bridging osteophytes. Marked cervical instability on neutral lateral or flexion/extension radiographs (e.g., radiographic signs of subluxation > 3.0mm or angulation of the disc space more than 11° greater than adjacent segments). Significant cervical anatomical deformity at the index levels or clinically compromised cervical vertebral bodies at the index levels due to current or past trauma (e.g., by radiographic appearance of fracture callus, malunion, or nonunion) or disease (e.g., ankylosing spondylitis, rheumatoid arthritis)." "Warnings simplify® cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify® cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify® cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify® cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify® cervical artificial disc surgical technique guide...there is a risk of heterotopic ossification associated with artificial cervical discs which could lead to reduced cervical motion or fusion at either the treated level(s) or adjacent levels..." "Preoperative: in order to minimize the risk of atraumatic periprosthetic vertebral fractures, surgeons must consider all co-morbidities, past and present medications, previous treatments, etc. Upon reviewing all relevant information, the surgeon must determine whether a bone density (dexa) scan is prudent. If dexa is performed, the patient should not receive the device if the dexa bone mineral density t-score is <-1.5, as the patient may be osteoporotic or osteopenic. Patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert(see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify® cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery. Preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important. To assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available..." "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months. Potential adverse effects of device on health below is a list of the potential adverse effects (e.g., complications) identified from the simplify® cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify® cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects." "Anterior cervical surgery risks anterior cervical surgical risks are, but may not be limited to: unresolved pain" "cervical artificial disc risks risks specific to cervical artificial discs, including the simplify® cervical artificial disc, are but may not be limited to: implant failure. Device migration. Device subsidence. Device fatigue or fracture or breakage. Device instability. Separation of device components. Placement difficulties, device malposition. Improper device sizing. Excessive device height loss. Wear debris. Disc space collapse. Vertebral body fracture. Spinal cord damage. Nerve injury, paralysis or weakness that is temporary or permanent. Failure to relieve symptoms including unresolved pain. Additional surgery due to loss of fixation, infection or injury. Spontaneous fusion due to heterotopic ossification, development of bridging bone or osteophytes. Development of spinal conditions, including but not limited to spinal stenosis, spondylolisthesis, or retrolisthesis. Removal, revision, reoperation or supplemental fixation of the disc. Osteolysis, bone loss, or bone resorption..." "Note: additional surgery may be necessary to correct some of the adverse effects. During the procedure, if the simplify® cervical artificial disc cannot be visualized, a contrast media may be used. Following completion of the procedure, patients should receive a postoperative treatment care protocol. Patients will be permitted to ambulate on the day of surgery, as tolerated, and, at the discretion of the surgeon, may wear a collar to support the neck (philadelphia, aspen, miami j, 2 poster-orthosis, etc.) Until the soft tissues of the neck have healed." 32226-e-2023-03

Event description:
On an unknown date a patient underwent a 2-level (ctdr) cervical total disc replacement at c4/5 and c5/6 with no reported difficulties. On an unknown date during a follow up the surgeon identified stenosis at c5/6 and the adjacent level c6/7 and a revision was planned. On (B)(6) 2024 due to stenosis at c5/6 and c6/7 a revision took place to remove the ctdr from c5/6 and completed an anterior cervical discectomy and fusion at c5/6 and c6/7, the ctdr at c4/5 was left as is with no problem identified.